Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the patient event and use of the liberty select cycler and liberty cycler set. The patient information is limited due no culture results or official cause of peritonitis, but the pdrn stated that the event is not related to any fresenius device or product. The patient¿s pd catheter was not functioning and required to be removed. Outflow failure, incomplete recovery of instilled dialysate, occurs in 5 to 20 percent of patients and can be due to catheter kinking, occlusion (by omentum or adhesions), or catheter malposition. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was admitted to the hospital for a pd related issue and was to have the pd catheter (not a fresenius product) removed. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis after presenting with abdominal pain and an inability to drain. A pd effluent culture was not obtained due to the pd catheter being unable to drain. The pd catheter was removed on (B)(6) 2022. The patient was initiated on hemodialysis via arteriovenous fistula (avf) while in the hospital. The patient will continue with hd upon discharge. The hospital has not sent the patient¿s hospital records to the clinic; therefore, no further information was available. The patient remains hospitalized. The patient¿s hospitalization was not related to any fresenius device(s) or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was admitted to the hospital for a pd related issue and was to have the pd catheter (not a fresenius product) removed. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis after presenting with abdominal pain and an inability to drain. A pd effluent culture was not obtained due to the pd catheter being unable to drain. The pd catheter was removed on (B)(6) 2022. The patient was initiated on hemodialysis via arteriovenous fistula (avf) while in the hospital. The patient will continue with hd upon discharge. The hospital has not sent the patient¿s hospital records to the clinic; therefore, no further information was available. The patient remains hospitalized. The patient¿s hospitalization was not related to any fresenius device(s) or product(s).